Event description:
It was reported that the customer was hospitalized due to low blood glucose of 72 mg/dl. It was stated that the customer was experiencing unexplained low glucose for several days. Troubleshooting was performed. Reviewed the programming and found that the customer had only one basal rate set. Advised the father to contact the customer's dr regarding his low blood glucose, and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.